Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03506 and 2134265-2017-03508. It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the distal femoral artery. A 4.0 mm x 100 mm x 135 cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed and a 5.0 mm x 100 mm x 80 cm (4f) sterling¿ balloon catheter was then advanced. During the first inflation at 8 atmospheres, the balloon ruptured. The device was changed with a 4.0 x 100, 135 cm mustang¿ balloon catheter. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed completely from the patient's body without issue. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was fine.